Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, it is likely that the end of the lock line became knotted during the unwrapping/removal process and therefore caused the difficulty to remove the lock line (user technique). There is no indication of product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed that the lock line was difficult to remove due to a knot. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After removing approximately 10cm of the lock line, resistance was noted and a knot was visible in the lock lever. It was noted that the lock line was removed very quickly. The lock lever was cut with a surgical saw, and the lock line was removed. The clip was successfully deployed, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.